Event description:
It was reported during inspection that the o-ring was coming out of the lid of the aseptic housing. Which can cause housing to not close properly and expose non-sterile battery to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Reason for no evaluation. Device was not returned to the manufacturer for evaluation.

Event description:
It was reported during inspection that the o-ring was coming out of the lid of the aseptic housing. Which can cause housing to not close properly and expose non-sterile battery to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.